Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was caused by main drawer 3.2 showed all pockets were not detected on the communication bus. A field service engineer replaced the drawer controller on drawer 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system d01w2n, main drawer 3.2 showed all cubie pockets as not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.